Event description:
An electronic report was received from a hemodialysis user facility. The facility has reported that the rn had just administered meds when the bloodline separated at the t-junction on the line. As a result of this event, a new line was placed on the machine with a different lot number and the dialysis treatment was then able to be restarted. The dialysis treatment was completed without ill effect. The facility did not save the line for eval. The facility reported that there was no harm to this pt. The estimated blood loss was reported to be 125 ml.

Manufacturer narrative:
Device history review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: sample was not avail. Conclusion: the reported complaint is not confirmed. Fmc na will continue to monitor trends and defects per current procedure. Since the complaint could not be confirmed, no corrective action is documented at this time.